Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.

Event description:
The reporter states that during pretesting of the product it was verified that the cuff was leaking. No patient involvement.